Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly during refill of the tubing. Customer's blood glucose at time of incident was unknown. Customer stated piston can't stop and empty the reservoir.

Manufacturer narrative:
No unexpected prime/fill anomalies were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump was received with a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay.